Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient reported that her device malfunctioned and was out of rhythm. The patient states that her device caused her to have poor blood flow. The patient claimed that her doctor used a programmer recorded monitor (prm) to change some settings, and that her doctor told her that her symptoms were not the device's fault. Of note, the device has detected some crosstalk on the right ventricular (rv) channel, but the patient has an underlying rhythm and has not experienced any pacing inhibition or inappropriate therapy as a result of this observation. Reprogramming did resolve the crosstalk oversensing, per the local field representative.

Manufacturer narrative:
No additional information is available at this time, and current records suggest that this device remains implanted and in service. This event will be updated if any additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and replaced for reported normal battery depletion 7 years later. No adverse patient effects were reported.